Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing, and defib stress testing without duplicating the report. All connection ports were inspected and passed. The device was recertified and returned to the customer. No trend is associated with reports of this type.